Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 5 of 5 devices were returned for evaluation. Evaluation of 2 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 3 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 5 malfunction events where a midwest phoenix handpiece would not hold burs. No injury resulted in any of the events.